Manufacturer narrative:
The device was manufactured prior to the UDI labeling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). Per the manufacturer's subsidiary, the end user's contact information including the name of the facility and address have not been provided but follow-up has been made for this information.

Event description:
It was reported that the central control monitor (ccm) displayed a boot up failure message. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6 the reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.